Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 7 events associated with this event type (device did not function as expected and (B) (4)).

Event description:
Device did not function as expected. The customer reported to the distributor the following event: it was not possible to screw the nail holder on the nail. The nail holder has been used with another nail; no issue then.